Event description:
While onsite for service, the manufacturer's service technician reported the ventilator would not power on. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. Review of the ventilator diagnostic log noted a 35volt failure occurrence which may result in a shut down of the device during operation. There was no report from the user regarding an occurrence of the ventilator not powering on as reported. The service technician replaced the cpu pcb board to complete the repair. Performance verification testing was completed and tests passed to operating specifications.

Manufacturer narrative:
Printed circuit board (pcb).